Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morph ology from the time of implant is unknown. The patient was successfully treated with coils for a type ii endoleak of an accessory branch coiled approximately two years post index procedure. Aaa has been stable implant. The patient has been followed up routinely by CT originally and has had only ultrasound follow up for the last several years. All follow up imaging showed stable aaa that was well sealed by graft. It was reported that recently the patient fell while walking. The patient was then admitted to hospital with symptoms of back pain, collapsed lung, and evidence of abdominal bleeding via ultrasound due to the fall. The patient family refused additional treatment. The patient later expired. The autopsy performed revealed a small tear in the side of the bifurcated stent graft. The proximal and distal seal zones were well sealed into the aorta and common iliac arteries.